Event description:
Pt complained of back, neck, knee and hip pain, headaches, dry mouth, breast hardness, painful breasts, redness and swelling of skin, swelling of joints, swelling of hands and feet, hair loss, skin condition on arms, shortness of breath, weight gain and infections. Event date: 4/1/82.